Event description:
It was reported that an underdose occurred following a refill session. The healthcare professional suspected a pocket fill was performed at the last refill. The volumes were checked for accuracy. The expected residual volume was 30ml and the actual residual volume was 0ml. The drug in the pump at the time of the event was lioresal. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).